Event description:
The reporter stated a competitor's lens unfolded incorrectly after placement. Additional information has been requested but none has been forthcoming. If additional information becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Evaluation: an injector lot number search was performed and two similar complaints were found. A cartridge lot number search was performed and three similar complaints were found. A foam tip plunger lot number search was performed and one similar complaint was found.